Manufacturer narrative:
Section h3&h6-device evaluation summary: the valve was examined with a light microscope at 10x-40x magnification and a fractographic analysis was done. According to the valve examination report, the fractographic failure analysis concluded that the left leg failed first. Propagation was by fatigue for both the right and left outlet strut legs. There was 95% burnishing on the left outlet strout face and less than 5% burnishing on the right outlet strut face.crack origin was on the inflow side at the 6 o'clock position for both the left and right outlet strut legs. According to the report, "the root cause was due to fatigue at the initiation sites for both legs". Wear patterns, scratches, and instrument marks typical for a valve implanted for 14 years were observed on the flange inner diameter, rims, outlet strut, and inlet strut. The fractographic failure analysis indicated that no anomalous attributes were found that might have been responsible for the outlet strut fracture.

Event description:
According to the initial reporter, the pt died following outlet strut fracture of his implanted heart valve.